Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. It is observed that the metal disc is broken and all the shaft of the drill bit is intact. This complaint can be confirmed. Excess striation on the shaft indicate the drill bit was heavily used and can be confirmed with the event reported that the drill bit is more than two years old and heavily used. This failure can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a shoulder repair, it was observed that the customer's grphon drill bit broke at the insertion point into the handle. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep confirmed that nothing broke off or fell inside the patient. The sale rep could not provide a lot number but stated the device was over two years old, was very worn, and had seen heavy use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.